Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 6.6, lab: 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.6, reference: 2.4, mean: 4.50, confidence limits: 2.5-6.5. Data analysis of mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met. Returned meter and strips were tested and results would be compared to ones from sysmex. Test results met accuracy criteria. (B) (4). Customer's observation was not reproduced during investigation testing. Meter memory was reviewed. There is no sufficient information to determine the root cause of the complaint. As of 02/25/2010, eighteen discrepant result complaints were reported for lot #220392 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results for (B) (4): the allowable difference between the inratio inrs and sysmex inrs was calculated. At least two out of three replicates for both samples of lot 220392 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.